Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing that resulted in inappropriate mode switch. The device will continue to be monitored. There were no patient consequences.